Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: the electrode pads were not returned to zoll medical corporation; instead, the device log was provided. Review of the log showed the electrodes were able to deliver shocks to the patient multiple times with no error observed. The actual electrodes from the event were not available for evaluation. Instead, electrodes from retained samples of lot number's 0119 and 2119, associated with medwatch report 1218058-2020-00024, were investigated. Evaluation of the retain electrodes did not reveal any irregularities that would have contributed to the reported event. The customer's report was unable to be confirmed without the suspected electrodes. No trend is associated with reports of this type.

Event description:
Complainant alleged that during the transport of a 65-year-old male patient, into an ambulance, the device was unable to obtain an ECG signal using electrode pads. Complainant indicated that the clinician obtained another set of electrode pads to continue monitoring the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during the transport of a (B)(6)-year-old male patient, into an ambulance, the device was unable to obtain an ECG signal using electrode pads. Several ECG analyses were then able to be performed, all showing non shockable waveforms each time; however due to vehicle vibrations the device provided a ?shock advised? Determination for a heart rhythm they believed was non shockable complainant indicated that the clinician obtained another set of electrode pads to continue monitoring the patient. Complainant indicated that the patient subsequently expired.